Manufacturer narrative:
B3: event date is not known.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 20.0 mg/ml, dose rate: 2.423 mg/day), clonidine (concentration: 7.5 mcg/ml, dose rate: 0.9084 mcg/day), and bupivacaine (concentration: 0.7 mg/ml, dose rate: 0.08479 mg/day) via an implantable pump. It was reported that the date of the event was unknown.  The patient reported a return of pain in both legs and lower back. The patient went to the normal filling of his pump and when doing so, the reservoir released the total volume of the pump. Therefore, the doctor admitted the patient to control the pain and be able to perform a review.  The event led to hospitalization because the patient had so much pain and it could not be controlled with oral medication.  Regarding having a lot of pain, failed back surgery syndrome was further indicated.  Under fluoroscopy of the pump, both the catheter and the rotor test were reviewed. The diagnosis was made on (B)(6) 2023.  The review under fluoroscopy was performed on (B)(6) 2023. The results of the test showed a lack of rotor movement.   Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient travels constantly. The doctor was preparing a report so that the insurance company accepts the replacement of the system, and they were waiting for the resolution.  The issue was not resolved as of (B)(6) 2023.  The patient was with injury regarding their status as of (B)(6) 2023.  The pump currently remained implanted and out of service.  The pump was to be replaced in the future.  The patient's medical history would not be provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump was replaced on (B)(6) 2023. It was reported that by replacing the pump, they were able to reduce the patient's pain and return him to his daily activities. The issue was resolved at the time of this report.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump had not been replaced yet as they are waiting for confirmation from the insurance company. It was reported the patient has had to be administered medications intravenously to control the pain, while they wait for a resolution from the insurance company. It was reported the pump would be sent as soon as it is explanted from the patient, however no exchange date has been scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.